Event description:
Zosyn was supposed to infuse over four hours. Three hours into the infusion the bag was empty and there was air in the line. There should have been another hour of the infusion to go. Pump was programmed correctly. Pump was sent to biomed for review. There was no harm to the patient.